Event description:
The extension tubing separated from the winged inserter, resulting in blood leakage.

Manufacturer narrative:
One used unit was received 06/14/2012 and sent for documentation. Additional information regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).